Event description:
I use kotex u tampons super or super plus every month I always notice small pieces left behind. When I expelled the tampon after use, it looks like pieces are missing or it's unraveled. I notice pieces being expelled during douching and sexual activity with partner..I have had numerous yeast infections and from time battle b.v. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Yes. Do you still have the product in case we need to evaluation it? Yes. Frequency: as needed; how was it taken or used : vaginal; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Menstruation.